Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored

Event description:
It was reported the patient's ipg was end of life, and it is unknown if the device depleted prematurely. The patient is not receiving therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. Correction section h6 code correction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.